Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the unicel dxi instrument. The customer questioned an elevated accu tni result of 2.21ng/ml. The elevated result was not reported out of the lab. Based on the customer's laboratory procedures, any sample that produces an accu tni result above 0.04ng/ml and/or if the accu tni serial result is not consistent with previous draw, the sample must be retested for accu tni. The customer indicated that the pt sample was retested for accu tni after the elevated results were obtained. The repeated accu tni result was <0.02ng/ml. The repeated accu tni result was reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.